Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. There was no reported impact to the customer's blood glucose level. The customer was able to clear the malfunction alarm and insulin delivery was resumed. Reportedly, the customer would continue to use the current pump for insulin therapy until the replacement pump was received.